Event description:
It was reported that during the implant procedure, the stylet could not be inserted into the left ventricular lead. The lead was flushed out and the stylet was able to be inserted. The lead was not implanted and a new lead was used. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).